Event description:
It was reported by service report that the bed has no power. The fuse holder and the fuses are missing. It was further reported that the power cord was worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power entry module.